Event description:
A female patient with a history of colon cancer was undergoing a laparoscopic-assisted left lateral segment colon resection of segment 2 and segment 3 with intraoperative ultrasound. The area of disease was carefully identified in the left lateral segment of 2 and 3. Dissection began by using the harmonic scalpel. The plastic piece that the blade runs on for the laparoscopic device came off during use inside the abdominal cavity. The piece was removed from the cavity. The device was substituted with another harmonic scalpel. The procedure was completed without further incident. Patient taken to recovery room in satisfactory condition.====================== manufacturer response for scalpel, harminic ace shears (per site reporter).====================== piece retrieved and vendor's representative notified to come and pick up to inspect.